Manufacturer narrative:
Continuation of d10: product ID: 8780, serial #: (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type: catheter. Product ID: 8782, serial #: (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type: catheter. Product ID: 8780, serial #: (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-feb-2021, UDI #: (B)(4). Product ID: 8782, serial/lot #: (B)(6), ubd: 24-may-2019, UDI #: (B)(6). Product ID: 8780, serial/lot #: (B)(6), ubd: 06-mar-2016, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl (1,000 mcg/ml at 750 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient reported an increase in pain and a loss of efficacy. There were no known environmental/external/patient factors that may have caused or contributed to the event. It was reported that catheter aspiration was not successful and they replaced the catheter. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked and would not be made available.